Event description:
Symptoms resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting the patient in the nose for ¿non-surgical rhinoplasty¿ with juvéderm¿ voluma¿ with lidocaine. Two days post injection, patient developed ¿a small scab to right nostril¿ and ¿redness at tip with some mild pain.¿ on examination, the nose was slightly swollen and red and ¿cap refill¿ was reported as ¿< 3 seconds.¿ hyalase was injected as treatment and ¿cap refill improved.¿ hcp prescribed prednisone, cipro, and clarithromycin as treatment. ¿redness remained, and scab healed. Redness still apparent in nose tip which wasn¿t present prior to treatment."